Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was receiving no delivery alarms during basal. It was reported that the customer changed sets, reservoir, and insulin, but the problem continued. It was reported that the customer states it was hard for insulin to be pushed out. It was reported that the customer's blood glucose level was 505mg/dl. It was reported that the customer did not have spare reservoirs. It was reported that the customer would be sent replacements.